Event description:
During an in-clinic follow-up, loss of capture and failure to sense were observed on the right ventricular (rv) lead. Diagnostic imaging was performed which confirmed a dislodgement which caused a perforation in the right ventricle. The rv lead was explanted and replaced to resolve the event. The patient was stable.